Manufacturer narrative:
The astral device was returned to a third party service center and an initial evaluation confirmed the reported complaint. The methods, results, and conclusion are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device stopped ventilation and unexpectedly restarted. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed an occurrence of a safety reset and an error message (sf74) related to the software. The device was able to restart ventilation within the set time frame. Performance testing could not reproduce the reported complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device stopped ventilation and unexpectedly restarted. There was no harm or serious injury reported as a result of this incident.